Event description:
Event description cpi received information that two weeks post implant, this patient's r-waves were measured at 2mv. The physician performed an invasive procedure to evaluate the connections and check the lead position. During the invasive procedure, r-waves were adequate and the pacing threshold was 'good'. The patient was induced into an arrythmia and the ICD detected and treated the arrythmia. The physician elected to leave the system implanted with no changes.